Manufacturer narrative:
The philips field service engineer (fse) checked the alarm record, determined the speaker required replacement and replaced the speaker. The cause of the reported problem was a speaker malfunction. The reported problem was confirmed. The device was operational after the speaker was replaced.

Event description:
The customer reported a speaker malfunction displayed from the intellivue x3. It is unknown if still sound coming from the device. The device was not in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).